Manufacturer narrative:
An event for device stenosis and aortic valve stenosis was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the information received, a cause for the reported device stenosis and aortic valve stenosis could not be conclusively determined. The reported hospitalization and surgical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that a 25mm navitor vision valve was selected for implant on (B)(6) 2025 for a valve in surgical valve implant into a 25mm trifecta valve using a small flexnav delivery system. The patient was presented with shortness of breath and a stenosis was noted. During procedure, a pre-dilation was done with a 18mm balloon. During the procedure the valve was partially re-sheathed more than two times. It was noted that there was difficulty positioning the valve. The starting implant depth was 5mm from the non-coronary cusp (ncc) and 6mm from the left coronary cusp (6mm). The valve was released. The final implant depth was 5mm from the ncc and 6mm from the lcc. Post-implant the valve migrated towards the left ventricle. A moderate supra skirt perivalvular leak was detected. An attempt to snare the valve was made, which resulted in a valve "pop-out". Post-dilation was performed with a 22mm balloon. A new 25mm navitor vision valve was implanted. The patient did not present with any clinical signs or symptoms. Per the physician, the valve initially migrated because low deployment based on the coronary height and the pop-out was due to the snaring attempt. The patient status was stable.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.